Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was spinal pain indications. The patient reported that they have had nothing but problems since the day they installed the pump. The patient stated the (B)(6) they replaced the pump and on the (B)(6) ended up in the emergency room and was shipped back to the hospital the (B)(6) and was released on the (B)(6) and has been non stop. The patient mentioned when she was in the hospital someone came and tried to push up the bolus but the patient felt nothing which they normally don't. The patient then got home saturday or sunday and was able to get the machine to give her a bolus and could feel a soothing sensation over her lower back which had never happened before. The patient stated they told the healthcare provider prior to the surgery that something was going on and their back was killing them, and it had not gotten better. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6)2025 who reported that they are scheduled for MRI. The patient stated they will be seeing their healthcare provider soon and since having the pump replacement they are not in a good place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.